Event description:
It was reported that a 62 yo male patient, initial left knee implanted on 10/17/2019, underwent a revision procedure on (B)(6) 2022, approximately 2 years 9 months post the initial procedure due to instability. The patient was last known to be stable following the event.

Manufacturer narrative:
No device return anticipated due to it was disposed of by the customer. Concomitants: lgc tibial fit tray cem sz 3.5f / 4.5t 02-012-45-3545 sn: (B)(4), logic cr femoral por, left, sz 3.5 02-010-04-0235 sn: (B)(4), three peg patella 38mm 200-02-38 sn: (B)(4). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the instability and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. H7: z-0021-2022.